Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump froze during a bolus and then alarmed for a button error. Customer removed the battery and replaced it but the issue was not resolved. The blood glucose reading was 153 mg/dl. Nothing further was reported.